Event description:
Line was inserted in pre-op area and perfusion ports capped with infusion plug. When pt was in or, attempts to remove the plug failed because it broke in half with inner core lodged in the port. It required placement of a new line (second surgical procedure). This is the third known event with this product, same circumstances.device labeled for single use. Patient medical status prior to event: critical condition. There was multiple patient involvement. Number of patients involved: 3.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure, inadequate quality assurance, manufacturing, telemetry failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.